Event description:
An [(B)(6)] ICD-device showed oversense signals on the ra- and rv-channel. The physician decided to revise both leads. The physician could fully successfully explant the old leads (rv= medtronic sprint quattro secure s MRI). In the same procedure the physician could successfully implant a new ra- and a new rv-lead with good measurements in all sections. After connection the [(B)(6) ICD] on the new leads the ICD showed furthermore the same oversense signals on both channels. Quickly decided the physician changed the ICD-device, too. After the exchangement of the ICD device there was no more oversense signals. On the ra- and the rv-channel there was now clear and normal iegm - signals visible without oversense. The condition of the patient was good before, during and after the procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".